Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead received inappropriate shocks. No therapy exhaustion was noted. Moreover, this rv lead displayed noise that led to oversensing. No asystole more than 2 seconds was reported. Additional information indicated that the rv pace impedance measurement was decreasing. The physician suspected a subclavian crush. The lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted damage in the trilumen insulation. There is trilumen insulation webbing damage noted between all conductors in the area as well. The polytetrafluoroethylene (ptfe) on all three conductors was abraded or torn. Microscopic analysis indicated that the insulation damage was initiated by a localized compressive stress on the tubing surface. Due to the location and type of damage, it was likely caused by the entrapment in the clavicle/first-rib region. The allegation against the lead was confirmed through this analysis.